Event description:
According to the reporter; patient was operated on for treatment of a bowel injury using the reported device for creation of an anastomosis. After 7 days the patient started producing fecal matter and bile in drain and required reoperation to repair an anastomotic site leak due to an incomplete staple line that was found. The line was explanted and corrected by hand sewing the area. The patients hospital stay has been extended by at least 7 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.